Event description:
Patient was implanted with t-sling in 2007. Inside out approach used. Patient was feeling fine; missed three-month appointment. Partner complained of pain during intercourse. In or, discovered device extruded into vagina. Surgeon trimmed sling.